Manufacturer narrative:
(B)(4). Date sent: 4/14/2026. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did device fire malformed clips? Yes. Did device fire scissored clips? No. Did the clip not hold on the vessel or tissue once placed? Yes. Were there any patient consequences? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap cholecystectomy surgeon used the clip applier for ligating the tissue, but as he observed the clip did not close properly. They replaced the device and finish the operation. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 5/22/2026. D4: batch # z7011j. Investigation summary : the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. A visual inspection of the returned sample revealed that the er320 device exhibited no apparent external damage. To replicate the reported issue, functional testing was performed. During testing, the trigger could not be activated due to jamming. The device was subsequently disassembled to assess the condition of its internal components. Upon evaluation, it was found that the silicone component was missing, and the trigger mechanism was broken, preventing the clips from advancing into the jaws. Additionally, nineteen (19) clips were observed remaining within the clip track. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. Device history review a manufacturing record evaluation was performed for the finished device batch z7011j number, and no non-conformances were identified.